Event description:
It was reported "our fse tested the reproductibility of the incident on (B)(6). The iabp started running by normal operation with a simulator. Then on manually performed autofill, the incident was reproduced. Displayed messages were :"maintenance required code #2" and "autofill failure"."

Manufacturer narrative:
The device has not yet been returned to maquet. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is related. Internal complaint number: (B)(4).